Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1 month after the dental implant and abutment were placed in ada site 10, osseointegration had not been obtained in type ii bone. The implant had been placed immediately after extraction and a bone graft was placed. Clinician noted fenestration. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that 1 month after the dental implant and abutment were placed in ada site 10, osseointegration had not been obtained in type ii bone. The implant had been placed immediately after extraction and a bone graft was placed. Clinician noted fenestration. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).